Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation an intellanav mifi open-irrigated ablation catheter was selected for use, however, the error message "excessive temperature" was displayed. The catheter was removed and flushed but the saline did not reach the tip of the ablation catheter due to damage in the extension tube. The pump was working when the issue appeared. The low flow rate was power 10cc and high power 20cc. There was an obvious leak. The device was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to return it was discarded at the facility.